Event description:
It was reported that the insulin pump alarmed motor error during normal use. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the insulin pump got stuck in the prime loop, and was unable to prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk.